Event description:
It was reported that customer experienced difficulty pressing pump quick bolus/wake button, which required multiple presses to turn on pump screen even after pump was removed from case. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to ensure pump was not connected to power and to press center of button firmly while supporting pump, and when difficulty persisted, technical support arranged replacement pump and requested return of affected device; no further information was available regarding outcome of event.